Event description:
Company representative reported via email that the customer was called regarding an insulin pump upgrade and the customer reported that she has experienced unexplained no delivery alarms frequent battery changes and slow rewinds on the insulin pump and there is also a possible irregular insulin delivery when the reservoir gets to 60 units or less. Blood glucose value is unknown. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.